Event description:
Patient came to clinic post operative. Finger stick inr=5.5 on suspect device. Patient visited an additional doctor about 1 hour later, did a laboratory test inr=3.2 patient then went back to clinic and tested on suspected device inr=5.8. No treatment given to patient based off of suspect device readings.